Manufacturer narrative:
(B)(4). Issued mfg report #3004493922-2013-01291 indicating that the manufacturer as invacare (B)(4). The correct manufacturer is sagittarius-xiamen feipeng. The correction of manufacturer leads to a correction in the FDA registration number. The correct registration number should be (B)(4), for distributed products.

Event description:
Provider states pump handle broke.